Event description:
It was reported that during an esophagus procedure after firing the device there was an incomplete staple line. Another device was used to complete the case with no patient consequence.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device cut however the deployed staples did not form and the drivers were pushed upward. It is unknown if there was any significant amount of blood loss. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4) the analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.